Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The customer contact reported that while cleaning a pt room after the pt discharge, an unspecified staff member unplugged the ac power cord from the ac power outlet. The customer contact stated, "the ground pin on the ac plug is slightly longer than the blades on the plug. Therefore, when the staff member unplugged the cord, they thought the plug was completely out of the ac socket. However, a portion of the ground pin was still in the ac receptacle." The customer contact reported that the staff member was not aware that a portion of the ground prong was still in the ac receptacle and bent the ground prong at a 45 degree angle. The device was removed from clinical service. The customer reported the ac plug "was too severely bent" and could not be plugged into an ac power outlet. There were no reports of any adverse pt events and no reports of any delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.